Event description:
On (B) (6) 2010, pt reported his blood glucose is still elevated while using his backup infusion device. Pt has been on backup infusion device for 2 hours. Pt reported a blood glucose reading of 335 mg/dl. Pt's normal blood glucose readings are "generally under 200 mg/dl". Pt stated his previous blood glucose level was taken 3 hours prior with a reading of 282 mg/dl while using his primary infusion device. Pt reported his last correction bolus of 1.8 units of insulin was taken at 10:38 am. Reviewed pt's basal rates; his basal rate total is 6.7 units, so he is taking a very small amount of insulin throughout the day. Pt reported he should have taken an injection at noon, but he wanted to know how much insulin to take. Advised him to consult with his dr. Encourage pt to continue using his infusion device and consult with a dr about possibly adjusting his basal rates. Submitted request for add'l training. Pt reported he determines his bolus "by experience". Pt's advisory nurse was on the line as well, and stated she thought it was best if he go to the hospital; call was disconnected by the pt advisory nurse. On call back from pt on (B) (6) 2010, pt reported his readings are still elevated with a blood glucose reading this evening of 308 mg/dl. Pt stated he went to the hospital for a couple of days and they gave him long acting insulin and insulin at meals. Pt reported he checked himself out on (B) (6) 2010 and since coming out of the hospital has been working with a trainer. Pt stated they discovered they needed to adjust his basal rates as it was set lower than it needed to be and he was "not taking enough insulin". Pt reported they are working together to make these adjustments. Troubleshooting did not find any product issues. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.